Manufacturer narrative:
The cadiere forceps has been returned and evaluated by the failure analysis team. Failure analysis found the primary failure of functional test failure-unintuitive motion to be related to the customer reported complaint. The instrument was installed on an in-house system and driven exhibited by the instrument was precise, and proportional to what was commanded by the master tool manipulators (mtm), however the grip tips would not open or close. This behavior was observed in the pitch direction. The backend was examined and there was no damage observed. The probable root cause is attributed to a partially seated instrument and subsequent disengagement. Motion issues are a result of the sterile adapter disk pegs only being partially seated during the instrument engagement routine on the instrument arm. Due to this partial engagement, the input disk controlling instrument grip could disengage sometime after the engagement routine has registered a successful grip engagement and before the instrument is inserted through the cannula.

Event description:
It was reported that during a da vinci-assisted procedure the cadiere forceps would not open the tip. The customer reported event has no report of patient injury. The procedure was completed with no patient harm.